Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: the device malfunctioned and needle was stuck in the device. The device was not stuck on tissue, it was able to toggle/unload, operating room time was not extended longer than 30 minutes, no additional blood loss or tissue damage. However, the needle broke and fell into the patient's cavity, the surgeon attempted to retrieve the piece that broke off but was unsuccessful. They ended the search and continued the case. There was no pt issue.